Event description:
It was reported that while using bd facs¿ sample prep assistant iii the wash tower was overflowing. The following information was provided by the initial reporter: are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste what is the source of leak/spill? (Waste or non-waste line) non waste line was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Wash tower is over flowing.

Manufacturer narrative:
Device common name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii the wash tower was overflowing. The following information was provided by the initial reporter: "are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Waste. 5. What is the source of leak/spill? (Waste or non-waste line) non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No. Wash tower is over flowing"

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 22jul2021 to date 22jul2022 (rolling 12 months) complaint trend: there are 5 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 22jul2021 to date 22jul2022 (rolling 12 months) complaint data attached investigation result / analysis: per fse¿s report: removed the fittings and flushed with di water. Ran primes and initialized the instrument. The probe was bent causing splashing which looked like the wash tower was overflowing. Removed and replaced the probe and the customer ran a&p which passed. Returned the instrument to the lab for normal use. No further issues. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: 09nov2009. Defective part number: 333494 probes with capsules (3) work order notes: subject / reported: wash tower is overflowing problem description: fluid leak cause: damaged probe work performed: replaced probe solution: replaced probe returned sample evaluation: did not request return of damaged probe manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part # (B)(4), revision 03 was reviewed. Hazard(s) identified? Yes, no. Hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide__ risk control:_afap_____ mitigation(s) sufficient yes, no. Root cause: based on the investigation result and the fse¿s report the root cause was a damaged probe conclusion: based on the investigation results and the call report the complaint was confirmed for wash tower overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.